Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It reported that the 3.5x33mm xience proa stent delivery system could not pass through the unspecified guiding catheter, with the stent getting caught at the catheter exit into the coronary artery, requiring removal of the catheter with the stent inside. The sds also became stuck with the introducer sheath and had to be removed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure of the procedure. It should be noted that the observed stent damage (mangled) and delivery system damage (shaft separation, jagged material, kink) appear to be consistent with the reported difficulty advancing and removing the device during the procedure. It is likely the required handling and/or manipulation of the device during the reported difficulties resulted in the observed shaft separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: code 1562 was added.

Event description:
Subsequently, after the initial was filed it was identified per device analysis that the shaft and support mandrel were separated 1.8 centimeters (cm) distal from the proximal end of the guidewire exit notch. No additional information was provided.